Event description:
On (B)(6) 2012, the reporter contacted animas and stated that the up arrow, down arrow and ok buttons were sticking, did not click and required multiple button presses to elicit a response. The reporter denied damage to the keypad or that the pump was exposed to moisture. The patient reportedly wore the pump underneath clothing and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the up arrow and contrast keypad buttons were intermittently responsive. All of the other keypad buttons responded to button presses as expected. There was evidence of contamination found under the key contacts. The up/down arrow key contacts were found to be misaligned.